Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a malfunction during the night. The customer's blood glucose (bg) level was 434 (mg/dll) and a manual injection was delivered to address bg level. Reportedly, the customer began using manual injections as insulin therapy following the malfunction.